Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2024 at 19:30:29.000-hour, (B)(6) 2024 00:23:45.000-hour, (B)(6) 2024 22:01:41.000-hour, (B)(6) 2024 02:18:45.000-hour and on 01/02/2025 10:29:09.000-hour multiple no delivery alarms were recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, pillowing keypad overlay, missing display window/cover, cracked keypad overlay and cracked case (battery tube). In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no anomalies noted. Customer concer nof cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm and damage to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-305qs, mmt-1880l, mmt-394, mmt-332a. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-305qs. Mmt-1880l was requested and the customer response was the device will be returned. No product return is required for mmt-394. No product return is required for mmt-332a.